Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05703. The pt had two trial leads. It was reported the pt went to the emergency room due to pain at the lead site. An infection was found and the leads were removed. An sjm rep plans to verify if an infection was present.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.